Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. (B)(6). Evaluation of the customer issue included a review of the complaint text, in-house testing, a design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using a file sample from lot 67098ui00. The testing met acceptance criteria which determined the reagent is performing acceptably. A design history review did not find any any non-conformances or deviations with the lot number in question. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 67098ui00, was identified.

Event description:
The customer generated a falsely decreased architect tsh result. The customer provided the following data (uiu/ml): (B)(6) 2016: initial result: 59.8, retest 11.40. On (B)(6) 2016, the specimen was retested in duplicate: 59.2 and 61.6 there was no adverse impact to patient management reported.